Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol received in a plastic container. Solution is dried on the iol. Both haptics are marked-rejectable. The optic is torn/split-cut dividing the iol in two segments adhered to each other. The optic is scratched/marked-rejectable. The complainant indicates the use of non company viscoelastic which is not qualified for use with the associated iol model it is stated in the file that in the surgeon's opinion the product did not contribute or cause the event. It was the patient's inability to adapt to the ef iol that caused the event. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. The surgeon states, it was the patients inability to adapt to the ef iol that caused the event. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and was upset with surgical outcome. Clinical reason being patient was unable to adapt to ef lens. The iol was explanted and exchanged for a non-company lens following the initial implant procedure. Surgeon prognosis was noted as good. Additional information has been requested.